Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same date the sensor was inserted, the pediatric patient developed a skin reaction with redness, blisters, and dry skin extended beyond the patch perimeter. The patient consulted a doctor on (B)(6) 2023 and they prescribed antihistamine and hydrocortisone treatment. It was reported that this was prescribed for a previous skin reaction and used for this skin reaction also. The area was prepared with soap and water before placing the sensor on the body. At the time of the report the patient´s skin was healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).